Event description:
(B)(4). I had pain right after implantation, until I had it removed. Sharp shooting pain going into my thighs back, stomach and pelvic area. Intense hot flashes, felt like they were trying to push out of my body, stabbing pain, itching, hives, big swollen lips, throwing up from being in so much pain, not being able to sleep, and nonstop bleeding!